Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set tape not adhering which was not lasting for 7 days. No further information available.